Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product:addrl1 ipg implanted: 2009. (B)(4).

Event description:
It was reported by the patient's spouse that "leads were adjusted one and a half years ago." Attempts were made for additional information but were unsuccessful. According to manufacturer records, the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.